Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. During the procedure, the connector sleeve was too tight on the new left ventricular (lv) lead, and lead testing was unable to be performed as a result. During implant, the lead distal pin was able to be visualized, but no signal was available. Only noise was seen on the pacing system analyzer in all configurations except for unipolar to the pocket. The lead was removed and re-inserted multiple times with the same results. The lead was removed. The patient was stable.